Manufacturer narrative:
Na

Event description:
It was reported in a service report that the stretcher would not shift into brake or steer mode and the fowler would not go up. No adverse consequences alleged.